Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: during the case, the clips didn't close properly and the surgeon had to turn the procedure into an open surgery. Operative time was extended by three hours more. Bleeding exceeded 250 cc.